Manufacturer narrative:
(B)(4). Lot number corrected. Evaluation summary: the plunger, suture, link, needles and cuffs were not returned with the device and the scope of the investigation was very limited. The reported cuff miss could not be confirmed. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported cuff miss could not be determined. There was no needle strike mark observed at the posterior foot to suggest that a posterior cuff miss occurred. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.